Event description:
Related manufacturer reference number 1627487-2023-00768. It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.